Event description:
It was reported that a user experienced a brief ¿sensor issue¿ alert while using the dexcom g7 continuous glucose monitor (cgm) and the ilet bionic pancreas, after which the connection re-established and the system resumed operation without further intervention. No clinical signs, symptoms, or conditions were reported. Outcomes included no injury, no medical treatment, and no hospitalization. User support included customer interview and troubleshooting guidance provided by support. Investigation of this case revealed that the event was transient and resolved with reconnection, consistent with intermittent sensor communication disruption without hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was a temporary communication or signal interruption.